Event description:
It was reported that during interrogation, intermittent exit block on the left ventricular lead was observed, even with maximum output at 7.5 v at 1.5 ms. There was total exit block with output under 3 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.